Event description:
The report stated that while activating a conmed pencil with the valleylab generator in coag, a hospital staff member sustained a substantial shock while holding a small hemostat. The staff member was kept overnight for observation but was back to work the next day. There was a pinpoint puncture to skin, sub-dermal burn, possibly 3rd degree.

Manufacturer narrative:
If the generator is returned, a follow-up report will be sent. The site was sent information on "buzzing the hemostat" and how to prevent shocks.